Event description:
The device continuously malfunctioned, resulting in unreported testing reports and loss of custody. Children were traumatized. Lengthy stressful and expensive legal battles ensued. If using this device, be absolutely certain to understand the limitations of this technology. FDA safety report ID# (B)(4).